Event description:
A pt reported blood glucose results of "160 mg/dl and 250 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The customer care rep. Walked the pt through two blood glucose tests and obtained results of "143 mg/dl, 171 mgdl, and 146 mg/dl" with a lifescan meter, performed within 10 minutes of each other.